Event description:
It was reported that an ilet device fell from the user¿s pocket, resulting in a broken and cracked screen, and the device was replaced after education on device management and report syncing was provided. Symptoms included no reported alerts or alarms and no reported adverse clinical effects. Outcomes included no hospitalization and continued therapy with a backup method and a g7 sensor. Investigation included customer interview, photo review, and troubleshooting with education. Investigation of this case revealed external physical damage to the screen consistent with accidental impact, with no evidence of device malfunction or alert behavior prior to the incident. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to physical damage.

Manufacturer narrative:
Investigation description: display damage due to impact.